Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was stool leakage occurred from the dignishield one day after the placement.

Event description:
It was reported that there was stool leakage occurred from the dignishield one day after the placement. Per additional information via email from ibc, it was unknown that there any pinhole/hole in the device and patient injury.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used sms dignishield. Visual inspection of the sample noted inflated the dignishield catheter with 45ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observe. Flushed the valve and irrigated luer lock valve and no leaks observed. The device history record review and labeling review was not required as the investigation was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.